Event description:
All attempts to the reporter for additional information have been unsuccessful to date.

Event description:
Reporter indicated a vns patient was experiencing increased seizure frequency. Replacement of the vns generator was planned, but is currently on hold.attempts for further information are in progress.

Manufacturer narrative:
(B)(4).